Manufacturer narrative:
Orchestra programmeur cannot follow-up the pacemakers alizea/borea/celea nor the defibrillators energya/talentia. The compatibility matrix IFU ua193h was provided to the user.

Event description:
Reportedly, when the physician wants to interrogated an alizea : the memories, and clicks on fms episode. An orange square appears (picture) and he can't see the recorded egm. He only encounters this problem when interrogating an alizea.

Event description:
Reportedly, when the physician wants to interrogated an alizea: the memories, and clicks on fms episode. An orange square appears (picture) and he can't see the recorded egm. He only encounters this problem when interrogating an alizea.